Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the connection is coming apart from the tube. The purple port on the feed tube detached from the tube itself.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no physical samples submitted; however, a photo of the sample was received. Based on the photo, the reported condition is confirmed. Without a physical sample, a root cause could not be determined. A corrective action is not necessary at this time. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no physical samples submitted; however, a photo of the sample was received. Based on the photo, the reported condition is confirmed. Without a physical sample, a root cause could not be determined. A corrective action is not necessary at this time. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.